Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 555 mg/dl. The customer also reported that, there was leak in the reservoir and during troubleshooting user informed that she thinks that the problem is in infusion set and not in reservoir. The device is not expected to be returned for analysis.